Manufacturer narrative:
Evaluation: results - the device was tested and passed all functional (continuity and resistivity) test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a trial system on (B)(6) 2011. It was reported that the doctor observed invalid impedance during operational testing when no amplitude was being used. New trial lead was used which still showed some contacts with invalid impedance. Effective stimulation was established by reprogramming with normal impedance contacts. The first lead was placed in saline and normal impedance were shown. No further information is available at this time.